Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed, 21mm x 30mm target lesion was located in the severely tortuous and moderately calcified distal end of left anterior descending artery. A 28 x 3.00 promus premier drug-eluting stent was advanced but resistance were encountered during delivery. The device was removed and found the stent strut was lifted and deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.